Event description:
It was reported that the customer had a button error alarm and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that that we are unable to continue troubleshoot for failed battery test and unable to clear the button error alarm. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. Unable to verify for failed battery test alarm due to no button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.